Event description:
It was reported that the unit of measure on the blood glucose monitor was displayed in mmol/l (for example, 8.3). The unit of measure on the back of the meter is in mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.